Manufacturer narrative:
Test strip lot # 1020214027 expiration date: 01/01/2016. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called due to report, "I was receiving a bg reading on my nova max meter that is higher than the reading compared to a competitor's meter." It was reported to nova biomedical that the consumer performed a blood glucose test using his nova max meter getting a result of 139 mg/dl then immediately performed a test on his other meter getting a result of 82 md/dl. Subsequently, the consumer experienced a hypoglycemic event, which did not require medical intervention, but did require medical emergent food to help raise his blood glucose level. The meter and test strips will be returned for evaluation.